Event description:
It was reported to boston scientific corporation that a zero tip baskets was used in the ureter during a procedure performed on (B)(6) 2023. During the procedure, the basket's tip broke off in the patient's ureter. The tip of the basket was retrieved by the physician. No patient complications were reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Imdrf device code a0401 captures the reportable event of the tip of basket broke off in ureter of patient. Tip of basket retrieved by physician. No injury to patient.